Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4), product type lead. Product ID 977a260, serial# (B)(4), product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having a lot of pain and couldn¿t even walk. The patient was having pain all across their whole back and down their left leg. The patient reported that they have to bend over to walk because the pain was so severe. The patient met with a manufacturer representative in their healthcare provider¿s office and was told that the wire was not up in the spine where it should¿ve been. It was reported that the wires had moved down to the center of their back and twisted around in their back. The patient reported that they had their stimulation reprogrammed but the manufacturer representative never explained it to the patient. The patient reported it used to be at ¿135 and now [they] are up to 340¿ and it was still not helping them. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, (B)(4), implanted: explanted: product type: lead. Product ID: 977a260,(B)(4), implanted: explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that she was getting an MRI to look at her lumbar because her implant was not working right; she was getting a lot of pain and it was worse than it was before. The patient stated she was programmed 3 times and it would work for a day or so but then it would start giving her electric shocks. The patient also reported that if she turned a little bit it would shoot pain. The healthcare professional gave the patient a shot in her back to try and help. No further complications were reported/anticipated. (B)(6)2017 patltr (con): additional information received from the patient reported that the lead migration issue had not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that a patient had a revision surgery on (B)(6) 2017. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the lead migration issue had not resolved. There were no further complications reported or anticipated. Pli 20 and 30 lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a consumer. It was reported that the cause of the lead migrations was unknown, reprogramming was performed to resolve the issues. The patient stated that since reprogramming in (B)(6) with the manufacturer's representative (rep) when they raise their arms they get a shocking sensation down their left leg. The patient reported that they have pain in their left calf from stimulation. The patient stated that they went to the hcp's office twice last week expecting to meet with the hcp, but dealt with a rep. The patient stated that the hcp told them that their implant is twisted in their back and they need to reposition it. The patient reported pain both with stimulation on and off. The patient also stated that they cannot walk straight or stand up straight since the prior week. It was recommended that the patient contact their hcp to set up an appointment. The patient stated that the reprogramming happened "last week." A rep stated that they would meet with the pati ent and take care of it/ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that a patient is having a MRI procedure due to a problem that is related to their device or therapy. The patient has had back pain and pain in their legs that started after the patient had their spinal cord stimulator (scs) system placed. The patient has turned their scs system off and patient had an injection over a week ago that helped her a lot. No further information was reported